Event description:
The caller stated that she experienced acute hypoglycemic symptoms¿including a severe headache, shakiness, diaphoresis, and severe lethargy¿despite her glucose meter displaying a highly elevated reading of 270 mg/dl. Approximately 30 minutes after symptom onset (at 3:30 pm), she self-presented to an outpatient clinic for evaluation by an attending physician. No insulin or oral hypoglycemic medications were administered, and inpatient hospitalization was not required. Instead, the patient was treated under medical guidance with an oral stabilization remedy consisting of water, lemon, and salt to alleviate her symptoms and stabilize her glucose levels.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.